Manufacturer narrative:
Document review: amistem h femoral stem size 3 std - ref (B)(4)/lot 123809 (60 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. Forty six stems belonging to this lot have already been implanted and no other incidents have been reported up to now. From the data collected, we do not have evidence that the event is device related. The surgeon has admitted that the stem he selected was probably too small.

Event description:
Ref imp report: (B)(4).